Event description:
It was reported that immediately postoperative the patient reported "extreme" discomfort and abdominal pain. The health care provider (hcp) made the decision to explant the whole system due to possible epidural hematoma. No hematoma was found at the time of explant. The explant date was unknown, but was shortly after implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).